Manufacturer narrative:
(B)(4). Device analysis: the analysis results confirmed that the lx107 device was returned nonfunctional as the jaws were misaligned; therefore, the clips could not be loaded into the jaws. It is possible that the damaged was due to an improper handling of the device. Please note that as stated in the IFU: "all surgical instruments are subject to a degree of wear and tear because of normal use. A regular and precise visual check of the instrument should be made before each use. The batch history records were reviewed and certified by external manufacturing that the manufacturing criteria was met prior to the release of the equipment.  The certificate records are accessible through external manufacturing.

Event description:
It was reported that surgeon took sterile applicator which was new and not used. As it comes in non-sterile condition, surgeon sterile it with eto. While ligating vessels surgeon found that clip are slipping out from jaw and while they checked applicator, it was not aligning properly.